Event description:
Patients urinary catheter is leaking from the side. Provider is aware and giving medication to treat. Patient has been hospitalized for uti for 3 days patient goes to emergency room and is hospitalized for 3 days every 2 weeks. Patient given antibiotics.